Event description:
Patient underwent left lower extremity diagnostic venogram via retrograde popliteal approach, attempted recanalization of the iliofemoral stent with power wire and balloon angioplasty. During angioplasty, the tip of the command wire sheared off in a chronically occluded vein. The physician was unable to retrieve the broken fragment. There is no known adverse outcome reported at this time.